Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced connection difficulties between a dexcom g6 continuous glucose monitor (cgm) transmitter and sensor, with the display remaining in ¿searching for transmitter¿ after setup; review of device menus showed a transmitter serial number entered but no valid four-digit sensor code, and the user later provided a sensor code and reattempted pairing with guidance. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included guided troubleshooting and education on correct transmitter pairing and sensor code entry. Investigation of this case revealed an incorrect or missing sensor code entry leading to unsuccessful pairing and delayed cgm initialization, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user setup error was the most probable cause.